Manufacturer narrative:
(B)(6).

Event description:
The customer reported a ventilator gave a high-pressure alarm and the device stopped providing flow. Additionally, the screen turned black. It was discovered that a large quantity of water went into the inside of the pressure line of the usage circuit. The hospital side checked the operation of the device and also found that e1003 had occurred, thus indicating a high internal temperature at the central processing unit (cpu) printed circuit board assembly (pcba). The device was in clinical use at the time the issue was discovered. The hospital side replaced the device with another v60. No further medical intervention was reported. No delay in therapy was reported. There was no patient or user harm reported.

Manufacturer narrative:
The gas delivery system (gds) was returned to the manufacturer for analysis. The visual inspection of the customer's returned gds revealed no anomalies. A failure investigation (fi) technician installed the gds into a fi ventilator to duplicate the reported issue of ventilator inoperative due to pressure regulation high (e/c 1009). The fi technician could not verify the customer complaint. The returned gds passes the pressure accuracy test and operates with no errors or alarms. No fault was found.

Manufacturer narrative:
The hospital side checked the operation of the device and found that e1003 and a 1009 error code had occurred, thus indicating a high internal temperature at the central processing unit (cpu) printed circuit board assembly (pcba) and a vent inoperative 1009 pressure regulation high error. During the device repair servicing it was found that the ventilator was also failing the oxygen concentration test. The device was evaluated by the international philips field service engineer (fse). The fse could not duplicate the reported vent inoperative 1009 pressure regulation high, however, the error code was confirmed via the event log. The fse could not confirm via the event log nor duplicate the reported issue of the 1003 error code (internal temperature high at cpu pcba). The oxygen concentration failure was confirmed and duplicated during testing. The philips international (fse) replaced the flow sensor assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.